Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent. The cause of the peritonitis was not reported. The patient presented to the emergency room and was subsequently hospitalized for the event. At the time of the report, the patient was recovering from the event. Pd therapies were ongoing. No additional information is available.